Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted the the defibrillator conductor was distorted, the defibrillator conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and the lead was damaged at implant.

Event description:
It was reported that at the implant attempt the right ventricular lead was not able to be successfully placed. The lead had to be pushed forcefully through the sheath. When the lead was attempted to be repositioned the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.